Event description:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP. The patient reported kidney disease. In addition, the patient also alleged respiratory tract irritation and cancer. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP. The patient reported kidney disease. In addition, the patient also alleged respiratory tract irritation and cancer. Medical intervention was not specified by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. Box: h has been updated.